Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. On an unreported date, the patient was hospitalized for treatment the event. The specific treatment was unknown. At the time of this report, the patient has not recovered from the event. Hospitalization was ongoing. Pd therapy was ongoing during treatment. No additional information could be provided as the reporter declined follow-up.